Manufacturer narrative:
Patient had a burn from a laser hair removal procedure, however the customer site indicated that the patient was receiving an antibiotic (intervention) for an infection. Treatment was not per clinical guidelines since the patient's burn was due to the user error in which the operator treated too close to the patient's tattoo. This is warned against in the clinical guidelines in which "during hair removal, avoid treating over darkly pigmented lesions and tattoos". The customer site did not share additional treatment/patient details, but did indicate that the patient has since healed from the incident, doing well now. There is no permanent injury associated with the incident. User error contributed to this incident. Burns are expected side effects from laser treatments, however this is reportable because the patient had an intervention. Use error was involved in this event

Event description:
Patient had intervention due to a burn from laser hair removal procedure.